Event description:
The complainant reported that the automated impella controller (aic) showed a system self-check error. The aic was exchanged. There was no patient involvement.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The console was returned and tested after arriving in fs and the issue was reproduced. After further investigation, it was determined that the root cause of the aic issue was a firmware corruption.